Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow and ok keypad buttons were intermittently responsive and had a delayed response. Reportedly, moisture was noticed in the battery compartment and rust on the battery when removed. The patient denied any damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be torn over the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the ok and up arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed moisture in the battery compartment along with a crack in the compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.